Event description:
It was reported that during a bladder tumor resection the electrode broke. No negative impact in state of health reported.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the device was not sent to the karl storz assessment and repair department for inspection. No technical inspection could be performed, the error description provided by the customer, "011110-10 electrode broke in a case", could not be confirmed. Reviewing similar complaints of the same article code, it is most likely that the electrode got exposed to excessive force during application. A precise analysis of the cause cannot be carried out at present, as the item mentioned has not been made available to us as they were discarded by the customer. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions. This event is filed under internal complaint ID (B)(4).